Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to instability (right). Sr number: (B)(4). Frasa: p1 - fit and healthy.

Manufacturer narrative:
After the initial report it was determined that this is a duplicate report under MDR 3010536692-2018-00543. Please void the initial report.